Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, since the removal of mesh, patient underwent a lower anterior resection due to chronic pain from severe scar tissue. An anal irrigation system had to be used daily and patient was awaiting a trial for a sacral nerve stimulator. Patient¿s status now worsened off since the start of her obstructed defecation syndrome ods. As a result, patient was seriously injured, wherein she incurred erosion and infection which ate a hole at the top of the vagina. Infection spread to abdominal cavity and had erosion in the bowels. Note: the patient has undergone chemotherapy or radiation therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.